Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the device model is not recording pre egm (electrogram) information. The hcp stated "the egm timeout of 24 weeks is not appropriate given the new medicare guidelines" and referred to the diagnostics as "useless". No patient complications have been reported as a result of this event.